Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
Information was received that while a vns consultant was at a clinic it was noted that a patient had a faulted system diagnostic test in their programming history. The patient's programming history was reviewed, which revealed an interrupted system diagnostic test on (B)(6) 2011. The patient's settings were 1.25/25/500/60/1.1 prior to the programming anomaly and was programmed to 1.25/20/500/30/60 prior to leaving the office. The patient's off time was corrected from 60 minutes to 5.0mins at their office visit on (B)(6) 2012. .